Manufacturer narrative:
Investigation: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
User reports that when opening the reagent dropper top of the binaxnow covid-19 reagent some of the reagent accidently got in her eye. The user states she looked up the safety datea sheet and then flushed the eye with saline and all is fine now. Additional information was requested but not provided.